Manufacturer narrative:
This pump was not returned. (B)(4) was also not able to obtain any additional information about the incident via follow up calls. Therefore, (B)(4) was not able to investigate or confirm the complaint.

Event description:
The initial reporter stated that the pump did not dispense. (B)(4) made two attempts to obtain additional information, but was unable to find out if a patient was involved or what the pump settings were. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for investigation. During the investigation the pump operated within product specifications. Mmdg was unable to replicate or confirm the complaint. Based on this, no MDR was required.

Event description:
The initial reporter stated that the pump did not dispense. Mmdg made two attempts to obtain additional information, but was unable to find out if a patient was involved or what the pump settings were. (B)(4).